Manufacturer narrative:
Final analysis of the pulse generator found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited noise reversion episodes. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.